Event description:
Please refer to medwatch manufacturer report number 2954917-2012-00054. This report is for the second device involved in the case. Pt was a (B)(6) female with a left middle cerebral artery (mca) m1 occlusion. Physician made two passes with a merci retriever v 2.0 firm and two passes with a merci retriever v 2.5 soft. A hemorrhage was noticed at the left mca region post-operation on a CT scan. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment and tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Pt expired (B)(6) days post-procedure. Hemostat was administered for the hemorrhage as a medical intervention. Pt had an nihss score of 32 prior to procedure which had dropped to 41 post-procedure and became 42 six hours post-operation. Physician stated that the hemorrhage is due to hemorrhagic infarction and not attributed to the use of merci retrievers. Physician also stated that the pt's outcome is related to the hemorrhagic infarction. Physician stated that the hemorrhage is due to infarction and not attributed to the use of merci retrievers. Physician also stated that the pt's outcome is related to the hemorrhage infarction. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.5 soft device could not be reviewed.